Event description:
It was reported by the customer that during use, the CARDIOSAVE Intra-Aortic Balloon Pump (IABP) was continuously putting itself into standby. The unit was swapped with another. There was no patient harm or injury. A Getinge Field Service Engineer (FSE) evaluated the unit, but was unable to confirm the reported malfunction. There were no error or fault logs found. The FSE ran the unit with a trainer and catheter while tapping all around on the touchscreen as well as opening and closing. No problems were found. The unit never went into standby mode. The unit passed all performance and safety tests according to factory specifications.

Manufacturer narrative:
E. Initial Reporter: Event Site Name: (b)(6).